Manufacturer narrative:
Based on the current information provided, the probable cause of the intraoperative complication is attributed to the patient's anatomy and to surgical technique. The product has not been returned to intuitive surgical, inc. For evaluation. The instructions for use (IFU) for the da vinci xi systems (pn - 553873-02) contains the following cautions to minimize the risks associated with port placement: appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator. A review of the site's system logs for the reported procedure date could not be completed at this time, as the system was not docked prior to the event, and, therefore, no procedure data was captured and/or logged.

Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy +/- endometriosis resection procedure, an injury to the inferior vena cava (ivc) occurred, and the procedure was converted to open. The initial entry into the patient was via a visiport. The surgeon used the da vinci 8mm cannula, the 5-8mm cannula seal, and the standard length 8mm bladeless (optical) obturator to gain direct access via optical entry through the patient's umbilicus. A 3rd party 5mm 0-degree endoscope was also used. After the skin incision and optical entry into the abdominal cavity, blood flow was observed, with poor vision through the endoscope. 500 ml of blood was collected via suction irrigation. The surgeon decided to convert the procedure to open with assistance from a colleague and a vascular surgeon. The injury to the ivc was confirmed via laparotomy, and the vascular surgeon repaired it by hand-sewing with prolene suture. Two units of 0 negative non-cross-matched blood were transfused. The patient is in stable condition, and they were discharged on postoperative day 10. The patient did not experience any post-operative complications, other than pain management due to the laparotomy. There are no concerns regarding long-term complications for the patient as a result of this event, other than scarring from the midline laparotomy and psychological trauma. Per the surgeon, the patient's anatomy was a contributing factor to the event, as they had a very thin abdomen. The surgeon underestimated the length of the trocar and overshot the entry, believing that they had not yet gone all the way through the layers of the abdomen. Robotic ports are longer than standard laparoscopic ports, which may have also been a contributing factor. The surgeon did not believe that a da vinci device caused or contributed to the event, as this could have just as easily happened with a laparoscopic port. The surgeon confirmed that the injury occurred during the first port placement, and the da vinci system was never docked, as the procedure was immediately converted. No malfunction of a da vinci device occurred.